Manufacturer narrative:
Device evaluation: returned device was received with damaged lens. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed air in line was detected. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Additional information was received that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited air in line. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.